Event description:
Surgeon reported to our sales rep that he has experienced difficulties when inserting a fixos 2.5mm sv screw. He tells us that when inserting this screw in very dense bone, at the end it was impossible to tighten the screw fully without overturning the screw head hexagon, so he had to leave the screw head not entirely countersunk. He mentions that this is the second time that he had this kind of experience with this type of screw, even if he followed the surgical technique using the correct drill and countersink.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.